Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data and optivol trend data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed "??? Invalid data received for episode" for arrhythmia and ventricular sensing episodes, as well as fluid status monitoring data. Performance data was reviewed and it revealed that the diagnostic storage may be compromised, however this does not affect the device functioning. The diagnostic data may continue to not be displayed, but the device is still operational. Also, the physician noded ablation procedures had occurred, delivering radio frequency (rf). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Analysis of the device memory indicated cardiac compass data was missing/invalid. Battery analysis found no evidence of an internal mechanism for premature depletion during destructive analysis. Hybrid analysis confirmed a depleted battery. There was no invalid data when the device was interrogated with the 2090 programmer. Memory and diagnostic tests passed. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.